Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04549, 0001825034-2017-04551, 0001825034-2017-04552. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: arcos stem pn: 11-301321 ln: 899430; g7 high wall e1 liner pn: 010000944 ln: 3400303; ceramic biolox head pn: 650-1058 ln: 624870.

Event description:
It was reported that a patient is scheduled for a hip revision for unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 11-300813 arcos, 13x150mm spl tpr dist 885350. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.